Event description:
Had revision surgery to replace my abbott proclaim drg. On (B)(6) 2024, woke up from surgery screaming in pain in both legs. My crps (complex regional pain syndrome) is only in my left knee. Was in three hospitals and three different rehabs. The pain was primarily in my left buttocks around the battery. Over the next 14 months I had sepsis three times the third episode near death. When I recovered, I had lost 85% muscle tone in left leg and 50%in my right. I had pneumonia twice and bronchitis and was in agony from the device when I had the revision surgery on (B)(6) the generator had twisted itself. I had told him it was moving. Not only was it twisting it had the leads wrapped around itself dr. (B)(6) implanted me and told me I could never have the leads removed. I found an amazing surgeon who implanted me with a medtronic device. It covers the knee pain. I wound up in an assisted living learning how to walk. I have muscle, not nerve pain as I push to my recovery, whatever that will be. (B)(6) continues to implant others, and I fear for them. So, it was an abbott proclaim drg. The lettering on the box is 2023-03-17, ref 7884, lot 8925836.